Event description:
It was reported that on three different occassions the ventilator shut down/rebooted with an audible alarm while on a patient. The ventilator displayed reset after each occurrance. The patient continued to use the ventilator after reboot occurred. After the last occurance, the patient was placed on another ventilator. No patient harm reported.

Manufacturer narrative:
Na